Event description:
On (B)(6) 2009, the pt's mother reported that the pt's insulin infusion device had water contact on (B)(6) 2009, and she is now unable to use her device. She stated the pt switched to her backup infusion device. She had no further details and stated she will have the pt call. On (B)(6) 2009, the pt reported that on (B)(6) 2009, she was thrown into a swimming pool while wearing her infusion device. She said she got out of the pool and her device displayed an e7 (electronic error). She changed the device battery, but the e7 continued to display and when the screen would go blank. She said she switched to her backup device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.